Manufacturer narrative:
Establishment: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal sample. A new sample was collected and repeated on a nasopharyngeal sample and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m158265 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, manufacturing and quality control release testing were reviewed for test base lot m158265 and met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m158265 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m158265 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is sample interference or cross contamination.